Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included evaluation and adjustment of the 5 vdc power supply and replacement of the gib pcb coin battery. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.